Manufacturer narrative:
Cont e1 phone number- (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "rupture prosthesis". Healthcare professional later reported "capsular contracture baker grade ii " via MRI. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b1, b3, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side "rupture prosthesis". Healthcare professional later reported "capsular contracture baker grade ii" via MRI. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported "rupture prosthesis". Healthcare professional later reported "capsular contracture baker grade ii " via MRI. This record is for the left side. The device has been explanted.